Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were pain and discharge. The patient was given medications. The patient's battery was explanted with the leads left in place. The patient was doing well following the procedure.